Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit continues to freeze up for 10 to 15 seconds. Multiple probes have been tried with the scanner, each time the scanner continues to freeze was unconfirmed. The sr8 did not freeze while also trying to perform multiple functions. Different probes were tested while in cue mode with an activator connected, a sherlock sensor connected, a printer connected, and a keyboard/mousepad combo connected. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.

Event description:
It was reported the unit was brought in on (B)(6) 2023 for intermittently freezing during procedures. The unit continues to freeze up for 10 to 15 seconds. Multiple probes have been tried with the scanner, each time the scanner continues to freeze. This is a 90 day repeat.

Event description:
It was reported the unit was brought in on 9/13/2023 for intermittently freezing during procedures. The unit continues to freeze up for 10 to 15 seconds. Multiple probes have been tried with the scanner, each time the scanner continues to freeze. This is a 90 day repeat.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.